Event description:
I had essure coils implanted on (B)(6) 2010. Starting having numerous bacterial vaginosis, bladder infections, vaginal discharge, heavy bleeding after sex, intense pelvic pain that radiated to back, melasma, patchy hair loss, joint pain and inflammation (dx with rheumatoid arthritis). Did not correlate this essure till (B)(6) 2018. Had essure coils removed, (B)(6) 2018 stopped taking my ra medicine.. Joints feel great. Pelvic pain is gone, melasma is fading.